Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.¿ per the tandem user guide: ¿do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.¿

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as ¿high¿; although specific value was not provided. Reportedly, the customer had been using cold insulin, used the cartridge beyond labeling timelines, as well as reused the cartridge. Tandem technical support educated the customer on insulin and cartridge labeling. Customer administered a correction bolus via the pump, a correction injection, as well as performed a supply change to address the bg. It was also reported that the air bubbles were observed within the patient line. Customer primed the tubing to address the issue. Recommendation was made to consult with a healthcare provider regarding diabetes management.